Event description:
A nurse reported that one patient experienced endophthalmitis after viscoelastic product had been used during their procedure. Additional information has been requested.

Manufacturer narrative:
No sample or lot number information was received by manufacturing for evaluation. No lot specific investigation can be performed as no complaint sample or lot number information is available. All batches are released according to the required specifications. Additional information has been requested. (B)(4).